Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on a unknown date. Aneurysm morphology at the time of implant is unknown. Vessel morphology was reported as moderate calcification and mild tortuosity. It was reported that the patient presented with a kink in the stent graft resulting in occlusion of the stent graft. The cause of the occlusion is unknown. The physician placed an iliac limb inside of the previously placed iliac limb (20x16) restoring blood flow. No additional clinical sequelae were reported.

Manufacturer narrative:
Results of evaluation: (occlusion). (Moderate calcification of the vessels). Conclusion: (moderate calcification of the vessels). Secondary intervention.